Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported, that the patient presented with premature ventricular contractions. That were falsely interpreted as atrial fibrillation episodes on the insertable cardiac monitor. No changes or intervention was performed. The device will continue to be monitored. The patient experienced no adverse consequences.